Event description:
The following event was reported to implantcast gmbh: "the hospital stated: during a knee replacement surgery, when the implants were inserted, the polyethylene insert failed to seat properly; "one side appeared to be protruding from the tibial plateau". The surgeon had to change the implant intraoperatively. "

Manufacturer narrative:
During an implantation of an acs® fb+ sc pe-insert, it was not possible to connect the pe-insert with the tibial component. In the end, another pe-insert was used instead, to complete the surgery. The pe inlay was available for an optical examination. The proximal as well as the anterior side of the pe-insert showed scratches and deformations, which most likely originate from the failed implantation. Additionally, the anterior locking mechanism (dovetail) appears slightly deformed. The distal surface of the pe-insert shows a linear insertion parallel to the locking mechanism. This line was likely caused by the pe insert not being fully inserted into the locking mechanism before it was impacted onto the tibial component. The manufacturing documents and the material certificates were checked. These did not reveal any errors. The surgical technique and instructions for use also show no abnormalities. Based on the available information, it is assumed that the user did not insert the pe-insert correctly into the tibia according to the surgical technique before impacting it. This event was assigned to the error pattern "incompatibility" with the consequence "prolonged surgery time".